Event description:
During an in-clinic follow-up, back-up mode was observed on the device. Technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient is stable with no consequences.